Manufacturer narrative:
A review of the manufacturing paperwork verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration and endoleak.

Event description:
On (B)(6) 2008, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in 2014, follow-up imaging reportedly revealed the trunk component ((B)(4)) had migrated distally 4-5 cm from the proximal neck into the aneurysmal sac, causing a proximal type I endoleak the physician indicated that aortic neck dilatation had caused the device to lose apposition to the vessel wall. On (B)(6) 2014, the patient underwent an intervention whereby an additional excluder component was implanted to treat the type I endoleak and regain proximal coverage of the aneurysm. The patient tolerated the procedure.